Event description:
The disposable loading unit was used with an instrument during an abdominal hysterectomy. Reportedly, the staples did not lock. The surgeon applied suture to complete the procedure. The hosp has reported that no pt injury occurred.